Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. The cannula was found bent. It could not be confirmed that the customer found the sensor in this condition as it was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that she has a sensor error and a calibration error. The blood glucose reading is 65 mg/dl. Nothing further reported.